Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg test system ver. 2 on a cobas 8000 e 801 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The reporter also stated they received errors on the analyzer indicating a measuring cell conditioning error. The sample initially resulted in a value of < 1 iu/l. The sample was repeated twice on a second analyzer on (B)(6) 2022, resulting in values of 646 iu/l and 627 iu/l. The hcg reagent lot number was 56633001, with an expiration date of 31-mar-2023.

Manufacturer narrative:
The patient was expected to have an hcg result of around 600 mui/ml. The issue occurred after an abnormal measuring cell conditioning alarm occurred on the analyzer. The field service engineer performed preventive maintenance on the analyzer and replaced the measuring cell. Performance testing run after these actions was within specifications. Upon review of the alarm trace, multiple abnormal low signal alarms occurred on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.